Manufacturer narrative:
Follow-up #1 date of submission 06/01/2016-product analysis: the device was returned and evaluated by product analysis on 05/12/2016 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed no evidence of a battery life issue. No damage or defect was found to the battery compartment or battery cap. The returned cap was able to secure properly to the pump. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were within specification. No damage or defect was found to the pump¿s power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.